Event description:
The facility representative reported a flogard infusion pump that alarms open when the door is closed. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed during device evaluation by technical services as an insert slide clamp alarm on startup. Service determined that the cause was due to a defective slide clamp assembly, the device was returned unrepaired. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.